Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user /patient contacted lfs alleging that their ultralink meter reverted into the set up mode. The patient mentioned that prior to testing on (B)(6) 2010 she exhibited symptoms and felt like she was "crashing", sweaty, looney and weak. She then attempted to test her blood glucose and the meter reverted into the set up mode at 9:30am. The patient ate more food/drink. The patient tested on another device and obtained a hi and took 7 units of "apidra" at noon and obtained a 376 mg/dl at 3:00pm and took 4 units of "apidra" insulin. She did not seek any further medical attention or contact her physician for assistance. The patient denied any misuse of the product. This was not the first time the product was being used. The reported issue did not occur after removing/replacing the battery. While troubleshooting and assisting the patient to set the meter correctly, meter powered off during use. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient exhibited symptoms prior to the alleged issue. The complaint is being reported since the alleged issue was not resolved.

Event description:
During pci of a 90% de novo lesion in the ostium of the lcx that was flexed to a right angle, heavily calcified with high vessel tortuosity, a 3.5x18mm cypher select + stent was delivered to the target lesion but the proximal edge of the cypher select+ stent became stuck at the flexed portion at the ostium of lcx. When the physician tried to retrieve the cypher select+ into the gc, he found the stent to be dislodged on the gw at the distal end of the gc under cag. Therefore, the sds was retrieved and the dislodged cypher stent was safely retrieved by a snare catheter from the patient. The cypher select+ stent was checked outside the patient and the proximal edge of the stent was confirmed to be flared. The procedure was finished successfully with poba only. Additional pci treatment was scheduled. The patient is in stable condition. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that the cypher select+ stent dislodged because the stent became caught at the tip of the gc and the proximal edge of the stent might have flared at the time. Femoral approach was chosen for the procedure and short sheath was used for the procedure. A 7f jl4 axess guiding catheter was engaged and a runthrough ns guidewire crossed the lesion. A 3.5x15m balloon catheter was delivered to the target lesion with friction and pre-dilation was conducted without issues. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. The physician will implant stents in lm to the proximal lad and in the proximal left circumflex but the date of additional procedure was not scheduled.